Manufacturer narrative:
Based on the evaluation of the submitted device log file, the reported ventilator failure could be confirmed for the reported date of event, (B)(6) 2018. In this case an autonomous shutdown of the ventilator is initiated while the mode is changed to man/spont accompanied by a corresponding ventilator failure alarm. Manual ventilation remains possible. According to the log file records a failure of the ventilator motor was root cause of the reported ventilator failure. Therefore replacement of the respective motor on-site is recommended. The number of similar cases, related to the same root cause (motor), is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported there was a ventilator failure whilst on a patient. There was no injury to the patient.